Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined. The account communicated that the patient was admitted on (B)(6) 2018 for a nose bleed. A nasal endoscopy was performed on (B)(6) 2018 with epistaxis control. The patient was transfused 1 unit of packed red blood cells. There were no alarms associated with this event. This event was determined to be resolved on (B)(6) 2018. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted following ER visit for nose bleed endoscopy nasal with control epistaxis performed on (B)(6) 2018. The patient was transfused 1 unit of packed red blood cells (prbcs).